Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible higher than expected vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. Expected performance was returned using an alternate lot of vitros phbr reagent. The investigation was unable to determine a definitive root cause. However, an atypical calibration or a reagent issue with vitros phbr lot 2540-0063-4709 could not be ruled out as contributing factors. The root cause of the event is unknown. Internal investigation is ongoing.

Event description:
The customer obtained multiple, non-reproducible higher than expected vitros phbr quality control results using a vitros 5,1 fs chemistry system. Qc lot k1912= 14.39, 14.48 vs. An expected result= 11.36 ng/ml; qc lot l1913= 34.83 vs. An expected result= 28.82 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).